Event description:
The facility reported that they had been running reprocessing cycles in their medivators advantage plus automated endoscope reprocessor (aer) without having bacterial retentive water filters installed.

Manufacturer narrative:
The facility reported that they had been running reprocessing cycles in their medivators advantage plus automated endoscope reprocessor (aer) without having bacterial retentive water filters installed. The facility ordered and installed the missing filters and a medivators field service engineer went and verified that they were installed correctly and the machine and filters were working properly. Endoscopes are rinsed with water at the end of reprocessing cycles. If water that has not passed through a bacterial retentive filter is used to rinse the scope, there is the potential for contamination of the scope and potential patient infection. To date, there have been no reports of patient infection. It is unknown how many reprocessing cycles were run without the filters installed. This complaint will continue to be monitored through medivators complaint handling system.